Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Implant was placed in tooth position 30 which is close to the nerve. The issue might have occured due to improper implant selection (too long in size) or the wrong positioning of the implant. Trend is tracked and monitored.